Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the upper case was dented and contaminated, the lower case was broken and contaminated, both bail covers were contaminated, the ring cover was broken and contaminated, the battery contacts were compressed, the ring was bent, and the keyboard was scratched.